Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lots were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-troponin t because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Further clinical testing could not be conducted on b-hcg as bd clinical laboratories are unable to test for b-hcg under current guidelines. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was clotting and erroneous results. The following information was provided by the initial reporter. The customer stated: "for several months, we have noticed analytical discrepancies, in particular on troponins, which are systematically redistributed and therefore closely monitored. These very random discrepancies and not dependent analytical modules are not found on the quality controls and our analyzes have shown that the samples taken are implicated (low volume, presence of clots, etc.). Temporary corrective actions have been taken, in particular a verification of the volume before loading on the chain, this has reduced the clogging of needles that one could have with the gel, but there are still some analytical discrepancies. We would also like confirmation that the 10min centrifugation cycle at 2200g complies with your pretreatment recommendations."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was clotting and erroneous results. The following information was provided by the initial reporter. The customer stated: "for several months, we have noticed analytical discrepancies, in particular on troponins, which are systematically redistributed and therefore closely monitored. These very random discrepancies and not dependent analytical modules are not found on the quality controls and our analyzes have shown that the samples taken are implicated (low volume, presence of clots, etc.). Temporary corrective actions have been taken, in particular a verification of the volume before loading on the chain, this has reduced the clogging of needles that one could have with the gel, but there are still some analytical discrepancies. We would also like confirmation that the 10min centrifugation cycle at 2200g complies with your pretreatment recommendations."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.